Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius post market surveillance via a clinic survey that this patient on peritoneal dialysis (pd) experienced a serious infection. It was recorded the patient did not have optimal dialysis, had nutritional issues, and patient labs were not where the clinician wanted them. The patient was hospitalized, and it was too hard to restart pd therapy. In additional follow-up, a pd nurse stated there was no further information about the patient available as the patient was discharged from the clinic system as the patient expired. The nurse indicated the patient did not have adverse effects from use of fresenius device/product. No further information about the infection, nutritional issues, or dialysis are available.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius post market surveillance via a clinic survey that this patient on peritoneal dialysis (pd) experienced a serious infection. It was recorded the patient did not have optimal dialysis, had nutritional issues, and patient labs were not where the clinician wanted them. The patient was hospitalized, and it was too hard to restart pd therapy. In additional follow-up, a pd nurse stated there was no further information about the patient available as the patient was discharged from the clinic system as the patient expired. The nurse indicated the patient did not have adverse effects from use of fresenius device/product. No further information about the infection, nutritional issues, or dialysis are available.